Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks on the screen and a damaged retainer ring. It is unknown if the reservoir does not lock into place. Customer stated they were hiking and fell and the pump was damaged. It is unknown if the customer was using auto mode, the customer's blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window. The test reservoir does lock properly inside the reservoir tube. No crack was found on the lcd window noted during visual inspection. However, device was received with a missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display.